Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) was explanted after 44 months of implant duration. Dissatisfaction with respect to battery longevity was expressed.